Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 17 sept 2018: on (B)(6) 2014, patient underwent a right attune tka with depuy cement. On (B)(6) 2016, patient then underwent a right arthroplasty for pain with impaired range of motion, crepitus, and scarring around the patella. Doi: (B)(6) 2014 (right).